Manufacturer narrative:
The customer's complaint of a catheter leak was confirmed during functional testing of the returned icy catheter (lot #197210). During the functional pressure leak test, a bonding leak was observed at the proximal end of the distal balloon. The probable root cause of the reported complaint could be a latent defect in the bond. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the distal balloon, which confirmed the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no previous history of complaints was reported for the icy catheter with lot # 197210.

Event description:
An ivtm therapy was initiated for a female patient using an icy catheter (lot #197210), and the need for ivtm therapy was hypothermia. At the start of ivtm therapy, the patient's temperature was 36.1°c, and the target temperature was 34°c at the maximum rate. The thermogard xp ivtm system generated an air trap warning alarm during the therapy, and the user noted an empty saline bag. No leaked fluid was observed on the thermogard system, patient bed, or floor. The catheter was not replaced, and it is unknown how the therapy was continued. The dwell time of the catheter was 10 hours. The customer suspects around 250 ml of saline infusion into the patient's bloodstream. No patient injury was reported. Per the customer, the thermogard console was placed back on the floor for future clinical use.